Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. One device was implanted on (B)(6) 2007. Boston scientific's prefyx device was also implanted on this date. The complaint via the attorney was that the patient suffered an unspecified injury. It is not known when the event occurred. It is not known what the patient's current condition is. No info has been confirmed by a health care professional.

Manufacturer narrative:
The lot number for the device was 0704006. Although the device part number was not provided, it was determined to be 830-245. The device history record for the lot was reviewed and everything was in order.